Event description:
The pyxis anesthesia es system drawer was frequently reported to be malfunctioning. The customer indicated that they needed to restore the drawer between cases because it was damaged, which resulted in delays in medication delivery for patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to drawer 2.1 not functioning properly. A field service engineer observed that the retractor band was damaged, and after replacing the retractor band, the engineer restarted the station to rectify the issue. The system functioned as intended after the field service engineer troubleshooted the device.